Event description:
It was reported that when the epg (external pulse generator) was tested with the "testing machine" of the hospital, a conductor fracture of the patient cable was suspected. The cable was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).